Manufacturer narrative:
Additional information: d2b, d9, g3, h3, h6. One unpackaged ar-1588rt tightrope®, batch 15432060, was received for investigation. Visual inspection of the returned device noted that the white sutures were torn. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is user error, attributed to excessive force during suture passing, tightening, or tensioning. The complaint allegation is confirmed. Refer to the attached investigation photos.

Event description:
It was reported that during an anterior cruciate ligament surgery the white suture tore while shuttling. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.